Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient received a vibratory notification on (B)(6) 2020 for low pacing impedance on their left ventricular lead. Patient also presented remotely via merlin. Net with a low impedance alert. Testing in the clinic that showed that the lead had inappropriate capture in the right ventricle and an x-ray further revealed that the lead had been dislodged. No intervention was performed, patient condition after the event was stable.